Event description:
On (B)(6) 2014, it was reported that the patient was unable to be interrogated in the office visit the previous week and was not able to be interrogated in 2012 at her prior office visit. The physician¿s programming systems were checked and were functioning properly. The physician was surprised that the battery life calculation showed 7.64 years remaining until eri = yes. The patient lives in a group home and they do swipe the magnet often. They were going to schedule the patient to come back in the office to attempt to interrogate her device again. The patient¿s last settings were reported to be output=1ma/frequency-20hz/pulse width=250usec/on time=30sec/off time=5min. The patient was a no-show at her last scheduled appointment on (B)(6) 2014 and has not been seen by the physician again to date. Therefore no further information is available at this time.

Manufacturer narrative:
Corrected data: supplemental 1 did not indicate the product was the programming wand. The information has been updated on this report.

Event description:
It was reported that the patient was seen on (B)(6) 2014 and the device was able to be interrogated. It was reported that device diagnostics were within normal limits. No further relevant information was provided.